Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasion was noted at 38.1 ¿ 38.9 cm from the distal tip consistent with lead friction to the ICD can. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.